Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the fluids module for preventive measures. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4) .

Event description:
A nurse reported that a system message occurred frequently during a vitreoretinal procedure. The surgery continued without the use of the intraocular pressure function. There was no harm to the pt.